Event description:
The patient reported experiencing elevated blood glucose of 11-30 mmol/l (198-540 mg/dl). Her normal blood glucose level is 7 mmol/l (126 mg/dl). She stated that she treats elevated blood glucose by bolusing extra insulin. The patient was advised by her diabetes nurse to switch to her backup infusion device. She stated that she changes her infusion site once per week, and she was advised to change it every 3 days. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.